Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference: (B)(4).

Event description:
A clinical value analysis coordinator reported an issue with an exodus multipurpose drainage catheter. The distal white piece on the hub cracked during use. The crack occured on the nursing floor, after the patient left the lab and when the device was being cleaned/assessed/handled. The device was removed and replaced.

Event description:
Additional information: cracking is only happening when patient leaves the lab, on the rn floor when nurses are cleaning/accessing/handling drain. The nursing floor is using alcohol to wipe the hub which may be weakening the material.

Manufacturer narrative:
Returned for evaluation was one 12f drainage catheter. As received, the drainage catheter hub was cracked. The drainage catheter was contained with bio material inside and out. The customer's reported complaint description of hub cracked was confirmed during visual inspection of the return complaint sample. The likely root cause of the cracked hub is handling damage during use since it was reported that the nursing unit uses alcohol wipes for cleaning. The dfu for exodus drainage catheter states to avoid use of alcohol with this device. DHR review of shr lots could not be performed as there was no reported upn and end user facility receives product from angiodynamics from two account numbers and they purchase multiple exodus upns. Labeling review: directions for use (dfu) states the following: caution: all connections must be secure and airtight. Perform inspections of the catheter and connections regularly. Caution: do not wipe coated portion of catheter with dry gauze or expose coating to alcohol or solvents, as it may damage the hydrophilic coating. Instructions for use: note: where long-term use is indicated, it is recommended that indwelling time not exceed 90 days. This catheter should be evaluated by the physician on or before 90 days post-placement. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).